Event description:
(B)(4). Gallbladder removal (B)(6). Sharp stabbing pains when stretching, sneezing, and randomly painful intercourse. Painful menstrual cycles. Up to 6 weeks between menstrual cycles . Weight gain. Allergies started in (B)(6). Mood swings. Diagnosed bipolar then switched to pmdd, never been a issue before (B)(6) 2009. Battled depression. Anxiety. Metallic taste in mouth.